Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 30-degree endoscope plus had a line going down left eye. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus to perform failure analysis. The endoscope was analyzed and was found with damage at the distal end. The distal window located at the distal tip was visually inspected and found cracked. Additionally, the component has a broken or detached piece in a location that could potentially fall into the patient; the endoscope cable integrated connector (ic) exhibited discoloration; the endoscope was evaluated and placed on a diagnostic tester for functional testing, and when the light leakage test was performed to detect if any image quality defect(s) were detected in either or both eyes, it showed it had an artifact in the left eye. Furthermore, the endoscope was placed through a test using a screening aide to manually rotate the adapter to detect friction, and the camera instrument adapter (ciad) did not rotate properly, and/or noises were heard, which confirmed binding gears; the endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed mtf test. The probable root cause of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components. A cracked window can also result in fluid invasion that may further the damage to optical components. This issue can be resolved by using an alternate endoscope to complete the procedure.